Manufacturer narrative:
(B)(4). This MDR was initially reported in due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-06565 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message during preventative maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the failure to display the upstream occlusion message during preventive maintenance testing which was confirmed but not reproduced. During the evaluation, the upstream sensor had high fluid numbers. The downstream pressure plate gap was also found out of specification. The device was recalibrated.